Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/02/2014 with the following findings: the last bolus delivered was on (B)(6) 2014 and the last basal delivered was on (B)(6) 2014. No alarms related to the complaint in the alarm history. The total daily dose adds up correctly and reflects the users programmed basal rate. A 10u normal bolus and a 10u audio bolus were programmed and successfully delivered. Both recorded accurately in pump history. The pump found to be delivering accurately and within required range at conclusion of delivery accuracy testing. Investigators were unable to duplicate complaint. The battery compartment is cracked between the bumper pad and the cover. Returned battery cap is able to fully attach to the pump and was used to complete all testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2014 reporting that the patient had a blood glucose (bg) of 28mmol/l without symptoms. The patient did not receive treatment above and beyond the usual routine care of diabetes management. Customer support (cs) reviewed the settings and settings were correct. The reporter stated that the patient failed to bolus. This report is being made due to the bg excursion the patient experienced due to failure to bolus.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient failed to bolus).